Event description:
The account alleged that when the bed is placed in trendelenberg, the bed runs back up to level position. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.